Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set with pre-attached holder blood leakage occurred at the sleeve. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that blood leaked from the sleeve.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 1 sample along with a terumo tube for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed, however, this is due to the incompatibility between bd acquisition devices and terumo blood collection tubes. The competitor containment device (blood collection tube) design is not as robust as the bd tubes which have a soft rubber stopper closure that does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing the non-patient (np) needle to pierce through the stopper material. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.